Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenoses target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the burr got stuck with the rotawire during removal inside patient's body. The devices were removed together as one unit from the patient's body and the procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
The device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the burr got stuck with the rotawire during removal inside patient's body. The devices were removed together as one unit from the patient's body and the procedure was completed with a different device. No patient complications reported.